Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During pvc idiopathic ventricular tachycardia - (idvt) ablation procedure, while mapping with a decanav catheter, the patient experienced av block and slow conduction which required a pacemaker implant. The report indicated that while mapping in the left side with decanav catheter, after marking a his signal and pulling away, his was bumped, and the patient went into av block. They started pacing off the coronary sinus (cs) catheter. The patient recovered on their own but with slow conduction (low heart rate). The physician decided to implant a pacemaker. The patient¿s last known status was stable, and the pacemaker was being implanted. The access was for the left side was retrograde through the aorta, advanced the decanav catheter in the left ventricular outflow tract (lvot). Prior to the event, the right ventricular outflow tract - (rvot) was mapped and ablation was conducted for the pvc with the qdot catheter. The devices used were webster cs catheter, soundstar catheter (smd), qdot catheter, ngen generator, and carto 3 system. The information received indicated that the outcome of the adverse event was fully recovered (no residual effects).